Event description:
This case is from the health authority. It was reported by the customer in china that postoperatively to a rotator cuff repair procedure performed on (B)(6) 2022 while using lupine loop rapide anchor w/orthocord ds device, the patient was admitted to the hospital because of "swelling and pain in the right shoulder caused by trauma and restricted movement for more than 1 month". After admission, various examinations were improved. The next day, the patient was sent to the operating room for operation under general anesthesia through endotracheal intubation. After the operation, the patient was given treatment such as prevention of infection, symptomatic pain relief, stomach protection, blood circulation, etc. And was discharged after 6 days of improvement. 37 days after the operation, there was swelling and swelling at the incision of the right shoulder, so the wound was opened for drainage, and the wound secretion was cultured for 3 times, all of which were negative. The status of the patient was unknown. No additional information was provided.

Manufacturer narrative:
Additional narrative: UDI: (B)(4). Investigation summary: the complaint device is not being returned, it was implanted in the patient, therefore unavailable for a physical evaluation. A manufacturing record evaluation was performed for the finished device lot number (8l25425), and no non-conformance was identified. As part of depuy mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.